Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 243 mg/dl to "high" (specific value was not provided); cause was unknown. Customer completed a supply change and gave a bolus via the pump to address the bg level. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.